Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was unable to recover the cubie due to the pyxis being broken. A field service engineer replaced the modular controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system had a hardware failure, resulting in the inability to recover the cubie, which hindered users from accessing medication for a patient. The customer stated that the pyxis was broken, leading to a delay until repairs could be made and there was no patient harm. There were no adverse events or injuries reported based on this event.